Event description:
It was reported, the patient left stimulation on all night and when they woke up the following morning they could not feel the left side. The sudden change occurred on 2014 (B)(6). The patient had not tried any other programs and there were no known accidents or incidents related to this complaint. The patient had contacted a manufacturing representative on 2014 (B)(6) to request reprogramming; however, they could not meet with the patient until the following tuesday so the patient had to reschedule since they were going to be on vacation then. No interventions or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had high impedances of greater than 10,000 ohms on electrode five, eleven, and thirteen. It was noted the patient had a loss of therapeutic effect. It was reported reprogramming was performed. It was noted the patient had been programmed using electrode five for the left side. It was reported the patient was successfully reprogrammed around electrode five and had sufficient coverage on the left and right sides. It was noted the patient had less than fifty percent therapy relief prior to reprogramming.